Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. The device has not been in before for repair related to the customer stated problem. Visual inspection of the returned device confirmed the tamper seal was damaged. No physical damage apart of dso sensor area and remote dose connector. Liquid was detected in dso area, remote bolus connector damaged. No problems were found with the programmed delivery in the ehl. Performed functional check. Visually inspected the pump. Dso trip point n/a dso sensor not working. Liquid in dso area caused the reported problem. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the pump was not recognizing the cassette when locked in. No patient injury noted.